Event description:
Customer reported a hospitalization for high blood glucose. Customer was hit by a car while on his motorcycle. The blood glucose reading was 92 mg/dl at the time of the hospitalization. Customer stated that the insulin pump was damaged. He stated that the bottom cracked off and that there was a crack on the screen. Customer stated that this accident was not related to diabetes and that the blood glucose was good before the accident occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.